Event description:
It is reported that the surgeon would like an investigation for durability after 8 years and 2 months. Due to instability of the system the products were revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.